Manufacturer narrative:
Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occured, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a patient came to a physician's office to report a generator believed to be at end of service. The patient reported no clinical symptoms associated with the reported eos. Diagnostics were not performed due to the generator not being able to establish communication with the programming system. Investigation of generator is still pending. X-rays were taken in order to verify lead continuity, prior to surgery. X-rays reviewed by the manufacturer verified a lead break at the neck site. Lead break is confirmed. Revision surgery is likely. No serious injury was reported.